Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms had returned to baseline after a bone scan. It was noted that they had entered a large tube for this scan. The manufacturer representative confirmed that the device was on and that the patient was feeling stimulation in the pelvic area after the scan; they were able to adjust the stimulation from 1.6v to 1.7v. The device was turned off during an appointment with their healthcare professional on (B)(6) 2017, and the patient will keep a diary over the next two weeks prior to turning the device back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.